Event description:
It was reported while removing the trial poly, the plastic broke at the hole for the poly inserter. All broken pieces were retrieved. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). Visual examination of the returned product found signs of repeated use and the distal portion of the trial has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of 10 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device due to repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.